Event description:
The reporter contacted animas on (B)(6) 2012 ,stating that the up arrow, down arrow, and ok keypad buttons were sticking and required multiple presses to elicit a response. The reporter noted that the keypad button symbols were worn and denied any damage to the keypad and any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and cleaned the pump with a damp cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.